Manufacturer narrative:
The device was returned to the MFR for investigation. Based on the quality investigation, there was debris built up inside the device. This condition could cause the device to not retain the pin.

Event description:
It was reported that the device would not retain a pin. It is unk if there was pt involvement or adverse consequences associated with this event. No further info is available from the account.